Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Additional narrative: as of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. The device serial/lot number and manufacture date are unknown. UDI: (B)(4).

Event description:
It was reported that during an unspecified surgical procedure, it was observed that the handpiece device, while being used with a (2) hand control devices, the burr continued to spin at lower rotations per minute after the surgeon released the button. The device ran correctly until about halfway through the case. The receiver was unplugged and it stopped spinning. It was reported that the hand control device was switched out and the issue was resolved. It was reported that the case was not impact in any way. It was not reported if there were any delays in the surgical procedure or whether a spare device was available for use. There was patient involvement. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.